Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that she was unable to obtain a blood glucose reading from her onetouch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that she has been feeling "clammy" on and off for the past several weeks prior to when alleged issue began. The patient stated that the alleged meter issue began about three weeks prior to contacting lfs. The cca documented that the patient tests her blood glucose about three times a day and manages her diabetes with oral medication (medication specifics not provided). The patient confirmed that the alleged issue did not cause her to make changes to her usual diabetes management routine. On an unspecified time on (B)(6) 2010, the patient claimed that she went to the emergency room (ER) because she was not feeling well. The patient did not provide any specific information on what symptoms she was having that prompted her to go to the ER. The patient denied having her blood glucose tested while she was in the ER. At approximately 1:00 pm, the patient stated that she was treated with IV fluids. It is not known if the patient was admitted in the hospital after receiving the IV treatment. During the troubleshooting session, the cca determined that the patient was attempting to test her blood glucose while the subject meter was in the memory mode. The cca educated the patient on the correct testing procedure and walk the patient through a blood test. The reported issue was resolved with patient training. Per protocol, replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly required acute medical treatment in the emergency room.